Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. UDI not available. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that that screw has a bad fitting, as it looses torque few days after placing. Doctor tried to tight it at 20 nw but it was impossible to get it to not loosen. Screw was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d4: expiration date and UDI not available, lot number unknown'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown. One screw was returned for investigation. Visual evaluation of the as returned product identified damage to drive feature. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions were not noted on the per and the reported device was in an unknown tooth location. The customer did not provide any pictures or x-rays. Review of appropriate documentation: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings, precautions and potential adverse events. Per the applicable IFU, under section 'precautions', it is stated that improper technique could cause screw loosening. Also patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number was conducted for the (uniht) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe /d/ie/product holds for the reported product for similar events (complaint category keyword: loosening) post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Based on the available information the reported loosening event could not be verified.